Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number or sample was provided. Per the study, this approach was considered to be more appropriate than performing a laparotomy and aortic repair in this young patient.

Event description:
Received an article titled "endovascular management of a penetrating abdominal aortic injury" published in the annals of vascular surgery. The article reported the case of a (B)(6) man who presented with a self inflicted abdominal aortic penetration injury resulting in pseudoaneurysm. Per the article adverse events included migration.